Event description:
It has been reported to philips that, system was given error- motorized movement not available. It is unknown if the system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use at the time of the event. The customer reported that the system was indicating malfunction in the geometrical movement. The device fails to initiate motorized movements of the frontal arm. No further information regarding the issue has been provided. No service has been performed by philips since the case has been cancelled by the customer. Since the fault fixed by customer itself and system is up. To date, there have been no further reports of this issue.the codes were updated based on the investigation outcome.